Event description:
It was reported that customer experienced multiple occlusion alarms. The customers blood glucose (bg) levels were elevated due to several of the occlusion events, with the bg displaying as "high," a specific value was not provided. Customer managed high blood glucose with correction injection and resolved the occlusions by changing the infusion set and cartridge, successfully resuming insulin delivery. Reportedly, the customer uses fiasp brand insulin and was educated by tandem technical support that fiasp is not approved insulin. Also reported not cycling the cartridge during the load procedure which is considered off label use.